Event description:
It was reported that the anesthesia device failed a leakage sub-test during the system check-out tests after a preventative maintenance (pm) had been performed. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The company field service engineer visited the hospital and concluded that the upper part of the safety valve caused the leakage and needed to be replaced. The replaced part was returned and the logs were sent in for evaluation. Our evaluation of the received logs show that the sco failed the leakage test. The evaluation shows further that the safety valve test failed because the target pressure could not be reached due to leakage. The returned part was simulated use tested in reference anesthesia workstation in a laboratory environment. Despite multiple separate safety valve tests, leakage tests and complete system check outs (safety valve test and leakage test included), the reported issue could not be reproduced. We are not able to determine the cause of the leakage since the reported issues could not be reproduced during the performed tests of the returned part.

Event description:
(B)(4).